Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #119240 and #119241 is corresponding to the specifications. No nonconformance reports were generated during production. The visual inspection of the returned device performed as part of the product investigation reported the hammer instrument 399.43 lot t999982 was received for investigation bearing multiple dents on the face indicative of repeated use on a hard surface with no apparent burrs. This instrument is a multiple use device specified for use in numerous technique guides with the primary usage being tibial nail procedures for seating the nail. The trochanteric fixation nail (tfn) technique guide uses an insertion handle, driving cap and hammer to drive in the nail in all cases ((B)(4)). The instrument drawing calls out the appropriate dimensions, notes, and materials to produce a robust tool. The extreme distortion of the face of this hammer indicates repeated blows of significant force and confirms this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a mallet is deforming and forming sharp edges that can be an issue to catching on drapes, cutting surgical technicians' gloves, and contaminating the sterile field. There was no patient involvement. This complaint involves 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.